Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient was pre-operatively diagnosed with l3-4 disk herniation, lumbar instability, low back pain, lumbar radiculopathy and underwent the following procedures: l3 laminectomy. L4 laminectomy. L3-4 far lateral transfacet decompression on the left. Posterior interbody fusion, l3-4, through a transforaminal laminar interbody fusion approach on the left. Posterior fusion,l3-4, bilaterally. Non segmental internal fixation with l3-4 bilateral pedicle screws. Insertion of threaded "bak" radiolucent interbody cage for fusion at l3-4 through a transforaminal laminar interbody fusion approach on the left. Use of local laminectomy bone for autograft spinal fusion. Use of allograft bone for spinal fusion including rhbmp-2/acs. Intraoperative free running and triggered electromyograms. Intraoperative fluoroscopy for image guided placement of instrumentation. As per op-notes, ¿an 11 x 20mm radiolucent peek vista cage was then filled with rhbmp-2/acs and inserted into the disk space and countersunk 4 or 5mm. ¿ the rhbmp-2/acs was then wrapped around bone graft matrix to form burritos. These were packed in the gutter on right and additional local laminectomy bone and grafton plus was added on the right for fusion.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.